Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Bilateral patient. Litigation alleges that patient had excessive levels of chromium and cobalt in his blood. Update: (B)(6) 2013 - patient's revision operative records were received. Upon revision, clear colored fluid with some debris was found in the capsule. Also noted was a metal stained capsule and corrosion on the trunnion of the femoral component. The stem and sleeve were added to the complaint and the complaint was re-opened. Dor: (B)(6) 2013 (right hip). Update: (B)(6) 2013- patient's revision operative records were received. Records indicate the patient was revised to address increased metal ion levels and mild pain. Upon revision corrosion was found on the femoral head and trunnion. The stem and sleeve were added to the complaint and the complaint reopened. Dor:(B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.